Manufacturer narrative:
The manufacturer previously reported receiving information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. External visual inspection found no defects. Review of the original device error log found e-50 errors. Pil ran the device in for several hours and no unexpected errors were generated. Pil concludes that the device never generated a vent inop and the device operated properly. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
The bipap a40 pro model# cax3100s12 is substantially similar to the bipap a40 1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.